Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the stenosis could not be confirmed. However, it is possible patient factors may have contributed to the valve stenosis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, in (B)(6) 2016, this patient had a 23mm sapien xt valve placed following rehabilitation of a 24mm cormatrix xenograft conduit with a covered cp stent and palmaz unmounted stent. Approximately 4 years post implant the physician stated the gradient had increased over time, therefore, the plan was to bring the patient to the cath lab to dilate the thv. The direct hemodynamics reflected a peak gradient of 47mmhg. The thv was dilated with a high pressure balloon (vida) and subsequent mpa angio revealed a post-procedure gradient of 10mmhg with mild pr. Records were reviewed and an echo showed a stent mounted pulmonary valve with severe stenosis, with mild pulmonary valve insufficiency. Pulmonic valve gradient: peak 74mmhg and a mean 43mmhg. The patient did very well and was discharged the following day.

Manufacturer narrative:
A DHR review was performed and did not reveal any issues that may have contributed to the complaint event.